Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient is still having trouble urinating. Patient was advised to connect with their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.